Event description:
When did it occur? Before use, needle injury: no, other treatment: no, were the returned items used? Yes, returned quantity: 1, syringe tube is blackened, hospital requests that a report be prepared.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to h6 (investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.